Event description:
It was reported to vyaire medical that the vela ventilator had a vent inop (inoperable) alarm and an invalid serial number. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
The suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.